Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed loss of capture on the patient's pacemaker (pm). Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.